Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that an aneurysm in the right cylinder of this inflatable penile prosthesis resulted in extrusion of the device through the penis. The physician assessed the cause of the aneurysm as weakness in the dacron sheath around the cylinder. During troubleshooting, an attempt to pump the device was unsuccessful. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a cylinder aneurysm at the right side of the base of this inflatable penile prosthesis, with a concurrent penile tissue defect, inhibited intercourse and masturbation. The patient was seen by the physician and is expected to undergo a revision surgery. No further patient complications were reported.